Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the opened sample noted two sutures and two needles. The sutures were returned with the loop opened. Under microscopic inspection, material transfer was observed at the weld site. Visual inspection and functional testing of the sealed product confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during artificial joint replacement (hip) procedure, when the device was used in artificial joint surgery, one suture's thread broke. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient injury.